Manufacturer narrative:
(B)(4).   Reserve sample from the same lot was evaluated and the reported event was unconfirmed. Testing was performed under standardized conditions and the sample tested showed no abnormal behavior. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the preparation of the bone cement, it took more than 16 minutes for the bone cement to harden instead of 8 minutes. There was no patient injury and no surgical delay superior to 30 minutes, has been reported.

Manufacturer narrative:
(B)(4). Report source, foreign-event occurred in (B)(6). Device history record (DHR) was reviewed and no discrepancies were found. A product evaluation has been performed on a sample of the same batch under standardized conditions, and no unusual behavior has been detected : the complaint is unconfirmed and the product was found conform. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the preparation of the bone cement, it took more than 16 minutes for the bone cement to harden instead of 8 minutes. There was no patient injury and no surgical delay superior to 30 minutes, has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.